Manufacturer narrative:
Stryker evaluated the customer's device and was able to duplicate the alarm issue however no button issue observed. After performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted stryker to report that the device alarmed and that the controls on their device were unresponsive. In this state, a delay in cardiopulmonary resuscitation may occur. If a device malfunctions, the device operating instructions indicate that the user is to remove the device and immediately start manual chest compressions. There was no patient use associated with the reported event.